Event description:
The device was returned to the manufacturer after being explanted for an unknown reason. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive. The analyst noted that a power on reset (por) occurred on (B)(6) 2014. The "atrial rate limit" was indicated. A por occurred on (B)(6) 2014 in which "dvdd supply" was indicated. The save to disk file has been wiped clean as a result of the por's. The por has disabled telemetry c. Concomitant product: 5076-52 lead, implanted: unknown.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. The returned device indicated a memory error for a ram (random access memory) integrated circuit.